Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose level of 50 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.